Event description:
It was reported that the implant broke upon insertion into the femur. The broken implant piece was not retrieved and the surgeon placed another one next to the broken one to complete the case. No further pt info is available and no add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complainant's event could not be verified. A review of the device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of the event could not be determined from the info available and without device eval.